Event description:
It was reported that while using 31 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a missing label was observed by laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " 31 bbl mgit960 7ml culture tubes were missing lable(s) recently"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This MDR should be considered cancelled. Additional information was received stating that there was not a labelling issue. The issue the customer had was with tube fill volume. This particular event would require the user to acquire replacement material in order to use as intended. This event results in user dissatisfaction. These physical defects do not negatively affect the results, and would render the product unusable. This is unlikely to cause serious injury.

Event description:
It was reported that while using 31 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a missing label was observed by laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " 31 bbl mgit960 7ml culture tubes were missing lable(s) recently".